Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The patient received a result of "199mg/dl" on a lifescan meter and 137mg/dl on another meter within 30 minutes of each other. This complaint is being reported due to the following conclusion: based on statistical methodology, the calculated difference of the results exceeds the expected value of <=30% for readings above 75mg/dl taken within 30 minutes of one another. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. In addition the patient made a meter vs. Meter comparison which falls within lfs' acceptable accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/05/2013).the patient¿s test strips have been returned and evaluated by lifescan product analysis on 6/20/2013 and 6/27/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.